Event description:
Unomedical reference number (B)(4). Event occurred in canada the patient reported that on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level ranged between 3.9-7 mmol/l at the time of this event. Moreover, the infusion set had been used for a day on an average. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.